Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 03-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all stations were not communicating. The technical support specialist (tss) connected to the server and executed the server-down query, which showed that the carefusion coordination engine (cce) xml sent time was delayed by one hour. The tss restarted the bd services, but the issue persisted. After receiving approval from the customer, the tss rebooted the server. Once the system came back online, the tss reran the server-downtime query and confirmed that the cce xml sent time was current and that messages were draining properly. However, the tss observed that the server central processing unit (cpu) remained at 100 percent, and the es cce xml process stopped again. The etl job then generated an error indicating that the dsserverreports transaction log was full due to log_backup. Upon further investigation, the tss found that the e drive was nearly full. Referring to the bd pyxis es system deployment guide, the tss advised the customer to increase the e drive size to 250 gb. After it upgraded the drive, the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, the customer faced communication issue with the stations, and the server was not working. The customer stated that all users were not able to login and they could not override the station. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from main pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.